Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous vessel shunt. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.